Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their pacing lead was reprogrammed and that the lead is "starting to go". The patient also stated they have had episodes and "bothersome symptoms". The pacing lead remains in use. No further patient complications have been reported as a result of this event.